Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose of 43 mg/dl. The customer reported being unresponsive. The customer treated with juice and food. The customer stated that the insulin pump is not properly working and the reading is not accurate. The customer also reported being hospitalized on (B)(6) 2020 and visiting the emergency room on (B)(6) 2020. Troubleshooting was declined for the low blood glucose. The insulin pump will not be returned for analysis.